Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that within four months post implant that the patient requested for the device to be removed because there was no syncopal episodes and the device was uncomfortable. The device was explanted and not replaced. No further patient complications have been reported as a result of this event.